Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy/ slightly yellow drain and abdominal pain. The cause was not reported. The patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin ("one dose", for 10 days, frequency was not reported) for peritonitis. The patient was discharged three days after event onset. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.